Event description:
The caller states that the customer experienced an event where he was unresponsive with a bg result in the 380's (mg/dl) on the accu-chek advantage system. Within 30 minutes the customer's bg was 42 mg/dl on the professional meter. He received glucose intravenously. The customer received insulin 3 hours and 45 minutes prior to event based on accu-chek advantage system result of 345 mg/dl. The caller did not realize that the strips used during the event were expired until after the event. New system sent and return requested.